Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the proximal conductor fractured, the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach (non-electrical), the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Event description:
It was reported that the right ventricular lead was being prophylactically removed and deteriorated insulation was found below the yoke when the pocket was opened. It was indicated that there was no signs noted on interrogation prior to the procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.